Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the therapy was not working for the pt this morning and that the pt was in discomfort. Caller said that the pt didn't feel a thing. Caller said that everything worked just fine last night. Pss had caller reset the controller. Caller said that there was no visible damage to m995402a battery pack ((B)(4)) or 97745 controller ((B)(4)). After reset caller said that the implant battery was at 90% and the controller battery was at 70%. Caller said that the pt was on group a (highlighted in green meaning stimulation on) with 4 programs; caller said that they were at 4.2 for settings. Pss reviewed general information on how to increase/decrease stimulation. Pt got on the call at this point and said that they have increased their stimulation to 5.7 before and still didn't feel anything. Pss asked pt whether or not they feel their stimulation with their therapy settings, pt said they do not feel their stimulation with their therapy settings. Pt said that the first night that they had their implant when they were lying down they felt a jolt (they think they were on 4.2 something for settings) and they felt the jolt all the way down their leg to their toes on their right side; pt said they didn't feel anything on their left side at this point. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pss also email medtronic rep for visibility. During the call, the caller said they think the medtronic rep was on the other line trying to reach them. Caller also accidentally disconnected the call . Pss called caller back and left voicemail to call ps back.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that these issues occurred during the trial phase, before the permanent system was implanted. It was determined that it was due to stimulation being stronger with positional changes. The issue was resolved.